Event description:
It was reported issues with overall battery performance. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, was out of warranty and in process of obtaining new device, and technical support took no further action after receiving email report.